Event description:
It was reported that the patient underwent a prophylactic replacement procedure of their advisory pacemaker. When the physician opened the device pocket, they noted the right ventricular (rv) lead appeared knotted up and observed an insulation breach near the rv lead end when removing the device from the pocket. There was a bend where the insulation breach had occurred. Not wanting to replace the lead, the physician used an lv-1 lead cap, cutting of the closed end and splitting the cap to place it over the lead where the insulation breach was present. They then used a medical adhesive and suture material to anchor it onto the lead. The rv lead remains in service. No additional adverse patient effects were reported.